Event description:
The lead was attempted on (B)(6) 2012. Placement problems heaving patient. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).